Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having pain starting on (B)(6). The patient was unable to get a hold of a manufacturer¿s representative (rep) to meet for an adjustment. The patient was directed to her healthcare provider (hcp) for adjustment and symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported there was a sudden onset of pain. The patient called a manufacturer representative (rep) to reprogram settings. The pain was reported as being resolved. No further complications were reported.